Event description:
Patient reported the buttons on the pump are no longer working and the pump is showing an e8 (power interrupt) error message. Patient stated she attempted to deliver a bolus and all of the buttons on the pump stopped responding at the same time. Patient reported she noticed the rubber was gone from the up button on the side of the pump and she could see the metal plate. Patient stated the down button looked fine but was not responding. Patient reported the menu and check buttons are worn and do not respond. Patient was unable to confirm the e8. No adverse event reported. Requested return of the alleged pump, battery and battery cover for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.